Event description:
The customer reported that they had some issues with quality control on the free thyroxine (ft4) assay, so they recalibrated and ran quality control again, receiving acceptable results. The customer questioned results from four patient samples tested for ft4. Of the four samples, one was found to have an erroneous ft4 result. The sample initially resulted as 4.7 ng/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2012 and resulted as 3.7 ng/dl accompanied by a data flag. The 3.7 ng/dl value was believed to be correct and was also reported outside of the laboratory. The patient was not adversely affected by the event. The ft4 reagent lot number was 16845401 with an expiration date of 06/30/2013. The field service representative was not able to determine a cause. He noted that the customer quality control is within range and that the customer will calibrate the assay more frequently to avoid issues with erroneous results.

Manufacturer narrative:
A specific root cause could not be determined. The reason for the elevated ft4 values could not be clarified as the customer provided only very limited information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Although a specific root cause could not be determined, based on the information provided, it seems very likely that the issue is related to preanalytics or to a customer specific sample and/or reagent handling.